Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience a low blood glucose due to an incorrect basal rate. Customer consumed orange juice to correct low blood glucose. Tandem technical support instructed customer to call back and consult with healthcare provider if the low blood glucose reoccurs.